Event description:
It was reported a patient was found to have a dislocated shoulder implant during post-op visit. The patient underwent a revision procedure approximately two months post-op. No additional complications, injuries, or surgical interventions were required. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products below in the d10 narrative. D10: concomitant medical products, part (lot): 110031399 (67299479) 110031424 (67121791) the customer has indicated that the product will not be returned to zimmer biomet for investigation since it was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 the reported event cannot be confirmed. Visual examination of the provided photograph identified a bearing and tray assembly. No visible damage is noted. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.